Event description:
A matrix soft-2d sr coil stretched, then prematurely detached while being implanted leaving a tail in the aneurysm. Clot formed on the tail and reopro was used intravenously. A neuroform stent was used to tack the tail to the wall of the artery. Pt was reported to be in good condition.